Event description:
It was reported that an ilet user experienced persistent hyperglycemia after insulin was observed leaking and an infusion set was replaced at a site adjacent to a surgical scar. This was assessed as impeding insulin absorption aligning with an infusion set deployment issue. Symptoms included dry mouth and hyperglycemia peaking at 333 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided, and troubleshooting and education while staying on the line during a site change. Investigation of this case revealed no device problem, with a usage problem identified due to improper or incorrect procedure and failure to follow instructions related to site selection near scar tissue that interfered with absorption. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.